Event description:
The account stated that the axsym analyzer has generated a false negative hiv result on a patient sample. The sample initially tested negative for the hiv 1/2 go (0.44 s/co, rate 18.20) then tested negative with the hiv combo method (0.32 s/co, rate 13.02). The account then tested the sample by the pcr confirmatory test and the result was positive. The account again tested the sample on the axsym and the result was negative. There was no results reported. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other- ((B)(6)), other ((B)(6)). Correction: in the previous medwatch, I stated the incorrect confirmatory test (B)(6), the correct confirmatory test (B)(6). Review of the complaint text indicates one sample was reported as (B)(6). When the (B)(6) was performed, the result was (B)(6). The samples were then retested on the axsym once again with (B)(6) respectively. The results were not reported out of the laboratory. A field service engineer (fse) visited the customer site to inspect the instrument and the data provided by the customer. He confirmed the controls and calibrations all passed within specifications. A sample was processed on an architect which gave a (B)(6). This sample was then processed on a (B)(6). The result of the test was (B)(6). With a second sample, the (B)(6) was processed, in which the result was (B)(6). The results of these tests indicated the instrument did not produce a (B)(6). A review of the complaint history for abbott axsym (B)(4) was performed and the review did not find other complaints related to this issue. The abbott axsym system operations manual ((B)(4)): operational precautions and limitations provide adequate information on requirements on collecting specimen and limitations of result interpretation. Requirements are included in the manual for preparing and storing specimen for testing. Under results interpretation or reporting, it states the axsym assay results or analyte determinations must be used in conjunction with other clinical data, symptoms, results of other tests, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All of this data must be considered for diagnosis and good patient care management. Results erratic, discrepant, and/or experiencing imprecision lists multiple probable causes and corrective actions for erroneous results. In the abbott axsym (B)(6) and abbott axsym (B)(6), literature is provided in describing suitable specimens, results, and limitations of the procedure. No adverse trends were identified related to this issue, and a review of the instrument service history did not detect any repeats of this issue. Based on the available information, the cause of the customers issue was not identified, nor was any deficiency identified for this complaint. This is the final report.